Event description:
A pt had felt increased pain starting 3 months prior to (B)(6) 2010, due to under-infusion. Morphine (10 mg/ml) was administered via the pump at a rate of 1.80 mg/day. The pt's dose was increased, however, no response was seen. Later, x-rays revealed a severed catheter. The pt's device was explanted and replaced. The pt had recovered without sequela.

Manufacturer narrative:
(B)(4).